Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -patient had an esophagogastroduodenoscopy (egd) with balloon dilation to 15-18mm on (B)(6) 2017. -device explant due to severe dysphagia, odynophagia, and persistent epigastric/chest pain occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry at time of removal. -the patient's dysphagia has improved after explant.